Manufacturer narrative:
User facility and manufacturer contacted for additional information. Upon receipt of additional information or the completion of the investigation a follow-up report will be submitted.

Event description:
It was reported: after about 30 minutes during the first case the pump would quit working and the unit would beep. I had to open the trap door and close it to make the beeping go away. Then I would press the tem pump button again to get it to work. This was a temporary fix since it kept faulting more often. It became so bad that my trick didn't work anymore and I had to set up the loaner. Will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.

Manufacturer narrative:
Richard wolf medical instruments (mic) is submitting this report on behalf of richard wolf gmbh. Mic is the importer of this device. The device was visually and functionally evaluated. The reported condition - the pump would quit working and the unit would beep. I had to open the trap door and close it to make the beeping go away. Then I would press the tem pump button again to get it to work - was confirmed. According to our test instruction manual 64600344 pa we found, after 30 minutes the unit stopped and would beep. The pump for the hose is defective. The cause, after eight years operating normally, is normal wear and tear. Rwgmbh considers this case closed. Should additional information become available a follow up report will be submitted.

Event description:
Please see manufacturers narrative for results of the investigation.